Manufacturer narrative:
It was reported that the ventilator generated technical alarm indicating barometric pressure low and power error. The alarms re-appeared when the field service engineer (fse) examined the servo-I device and the data in event log file confirm that. The fse then successfully changed the monitoring printed circuit board (pcb) and performed a pre-use check (puc) successfully without any issue. A long-term test was then performed on a test lung in our ventilation laboratory after receiving the pcb for further investigation. The test consisted of several startups, puc's and ventilation's over a period of one week without duplication of the reported problem.

Event description:
Manufacture reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).